Event description:
The following info was reported by the pt's family member to kci: on (B)(6) 2010, v.a.c. Therapy was initiated after surgical debridement of the wound by the pt's health care provider. On (B)(6) 2010, the doctor took the pt's v.a.c. Dressing off to inspect the wound (kci was not provided info on dressing changes between (B)(6) and (B)(6)). The doctor re-dressed the wound and re-started v.a.c. Therapy after inspection. The pt noticed bleeding from the wound after arriving home from the (B)(6) doctor's visit. The pt's family member attempted to stop the reported bleeding without success and the pt was transported to the hospital where he was stabilized. The info provided to kci mentioned that the pt underwent surgical amputation (above the knee left leg) on (B)(6) 2010 for unk reason. The pt has a history of compartment syndrome to the left leg with necrotic tissue removal which could have compromised the wound. Several attempts were made to gather more info without success.

Manufacturer narrative:
Device labeling, available in print and on-line, states: infected blood vessels: infection may erode blood vessels and weaken the vascular wall which may increase susceptibility to vessel damage through abrasion or manipulation. Infected blood vessels are at risk of complications, including bleeding, which if uncontrolled, could be potentially fatal.